Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented for lead revision surgery for an atrial lead that had lost sensing. The lead was capped and replaced on (B)(6) 2018, and the patient was in stable condition following surgery.